Event description:
Umbilical arterial line was found to be cracked and leaking upon use. Line was clamped and removed by physician. Physician placed new arterial line.procedures by physician approximately one year ago at 1:54 am service: pediatric newborn - sick author type: physician filed: 10:24 am note time: 1:54 am procedure orders: 1. Umbilical catheterization,ordered at 0154 post-procedure diagnoses 1. Premature infant with gestation of 30-35 weeks baby is a 0 days.most recent vital signs are: bp 51/28 / pulse 170 / temp(src) 36.5 ¿c (97.7 ¿f) / resp 65 / wt 1.84 kg (4 lb 0.9 oz) / spo2 90%umbilical catheterization time:1:54 amthe procedure was performed in an emergent situation. Time out: immediately prior to procedure a "time out" was called to verify the correct patient, procedure, equipment, support staff and site/side marked as required. Indications: frequent blood gases and hemodynamic monitoring. Patient sedated: no. Procedure type: uac catheter type: 3.5 fr single lumen catheter flushed with: sterile heparinized solution; preparation: patient was prepped and draped in the usual sterile fashion. Cord base secured with: umbilical tape. Cord findings: three vessel. Insertion distance: 14 cm. Blood return: free flow. Secured with: bridge and suture. Radiographic confirmation: confirmed. Catheter position: catheter repositioned. Additional confirmation: free blood flow. Insertion distance after repositioning: 16. Patient tolerance: patient tolerated the procedure well with no immediate complications. Comments: catheter adjusted after x-ray related to malposition in that it twisted on itself. It was repositioned to 14 cm and repeat x-ray showed catheter no longer twisted on itself but low so it was then inserted to 16 cm. No repeat x-ray obtained.supervising physician: I was readily available for consultation upon request.service: pediatric newborn - sickprocedure orders: 1. Umbilical catheterization ordered at 0640post-procedure diagnoses 1. Premature infant with gestation of 30-35 weeks baby is a 0 days.most recent vital signs are: bp 53/32 / pulse 150 / temp(src) 36.8 ¿c (98.2 ¿f) / resp 77 / ht 0.425 m (1' 4.73") / wt 1.84 kg (4 lb 0.9 oz) / bmi 10.19 kg/m2 / hc 30.5 cm (12.01") / spo2 93%the nicu team was asked to assist with replacement of the previous umbilical artery catheter as it was noted to be leaking fluid near the hub.in brief, the umbilical stump was sterilized with chloraprep solution and draped in the normal sterile fashion. An umbilical tie was placed. The old catheter was removed. There was some oozing of fresh blood noted, but this was stopped with tightening of the umbilical tie. The new catheter was flushed, and then passed easily into the same artery that the previous catheter had occupied. For additional details see below: umbilical artery catheterization -replacement of faulty catheter: time: 6:40 amprocedure type: uac catheter type: 3.5 fr single lumen catheter, flushed with: sterile heparinized solution, cord base secured with: purse string suture, cord findings: three vessel, insertion distance: 16 cm, blood return: free flow, secured with: suture and bridge, radiographic confirmation: confirmed, catheter position: catheter in good position.